Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6), initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had iab gas leak alarm and helium tanks would empty quickly. There was no patient involvement reported.

Event description:
It was reported that during daily checks by the customer, the helium tanks of the cardiosave intra-aortic balloon pump (iabp) were emptying very quickly. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, e1 (initial reporter), h6 (investigation findings). Due to character limitation in block e1: full initial reporter: (B)(6).

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: e3.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1, g3, g6, h3, h6 (type of investigation, investigation finding, component code, conclusion), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the customer was using the wrong o-ring. The fse educated the customer and in order to fix the issue, the proper getinge supplied o-ring was installed. The fse also stated that it was a user error. The fse then checked the unit and performed a pm, and the unit worked to specs. The unit was then cleared for use.